Manufacturer narrative:
D10 concomitant product: 176657; 176657 endoclip ii ml 10 appli; (lot number: j5k3537ny). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic cholecystectomy procedure, in the bile duct or vessels, one clip applier was able to fire one clip and then malfunctioned. The handle was squeezed but an issue with the firing or loading of the clip occurred. A second clip applier was taken out but had the same issue after firing two clips. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, in the bile duct or vessels, one clip applier was able to fire one clip and then malfunctioned. The handle was squeezed but the clips would not load or fire. A second clip applier was taken out but had the same issue after firing two clips. Another device was used to complete the case. There was no patient injury.